Event description:
I had the essure permanent birth control procedure done (B)(6) 2011, after the birth of my daughter. I will start by saying that I had the essure coils removed (B)(6) 2013 via laparoscopic supracervical hysterectomy. I was 99% symptom free immediately following surgery. I have been symptom free since, with the exception of my systemic contact dermatitis. It was about six months after coil implantation that I began to be concerned about my chronic symptoms. I was dizzy, nauseated and fatigued all the time. W/o changes in my diet, I was chronically bloated and would have sudden intense spells of diarrhea, occasionally accompanied by vomiting. That was brushed off as random bouts of ibs. In 2011, I noticed a lump on my right breast. I had a mammogram, ultrasound and MRI. All test confirmed that the lump was fibrocystic and benign. I suffered from chronic intense lower back pain, which I thought was a result of carrying a child for 10 months. I began to have chronic frontal headaches and moments of fogginess and confusion. My periods have always lasted 3-4 days with light cramping. They slowly increased lasting sometimes more than seven days and the cramping was debilitating. My periods were much heavier with major blood clots. I went to my obgyn to discuss my symptoms. I expressed concern about a possible essure connection and was told it had nothing to do with the device. I was diagnosed with menorrhagia, abnormally heavy and prolonged periods. I began to have sudden sharp pains in my lower abdomen, ranging from moderately painful to debilitating. I also had the same sharp pains during and after sexual intercourse. I began to have the same sharp pains after any form of exercise, especially abdominal workouts. It was then that I began to research and connect with other women like myself that have had unexplained symptoms post essure. I had an exam by my obgyn which was unfounded. Again I expressed my concerns about essure. I was told that there were no side effects. I also mentioned that I have a hypersensitivity to jewelry containing nickel and was concerned because the coils contain nickel, which I was not informed before implantation. I was informed that just because I have sensitivity to jewelry containing nickel doesn't mean that I am allergic to nickel. No nickel test was performed. I was diagnosed with dyspareunia, painful intercourse. Mid 2012, I began to notice occasional tingling and numbing in my right arm and fingers. In (B)(6) 2012, I developed a skin rash that was red, itchy and raised on my lower abdomen. I went to my primary care doctor about the rash. I expressed to him my concern that the essure coils contained nickel. He said it was highly unlikely that I would have a reaction to the coils. No nickel test was performed. I was diagnosed with contact dermatitis and was given prednisone for the rash. The rash lasted about a month. I returned to my obgyn because all of my symptoms were so debilitating I could not perform normal daily functions. I had two abdominal ultrasounds on (B)(6) 2012. They revealed I had a complex cyst on my left ovary, about the size of a tennis ball, which had caused torsion of my ovary and tube. I had laparoscopic surgery in (B)(6) 2012 to remove the cyst. A month after the surgery, I called my obgyn because none of my symptoms had resolved. I went back in for another ultrasound (B)(6) 2013, with no findings. At this point, I had developed another skin rash on my lower abdomen. I expressed my concerns to the doctor about my essure and he agreed to do a hysterectomy, (B)(6) 2013. (B)(6) 2013, the skin rash reappeared on my lower abdomen. Went to my pcp. I was diagnosed again with contact dermatitis and was given a six day dose pack of prednisone. Pcp again brushed off nickel connection. Three weeks later, the rash was still very present, so I made an appointment with an allergist. He too gave me a prescription for prednisone, a stronger 9 day dose pack. He also scheduled me for a patch test, two weeks later. The prednisone seemed to lessen the appearance of the rash; however, my skin was still very chronically itchy. The patch test revealed that I was allergic to gold sodium thiosulfate. I was given a packet of info in reference to my allergy and was not provided with any add'l guidance, with the exception of home remedies. Very discouraged I sought the advice of a natural/alternative health consultant. She is going to perform a bio-energetic test to see what if any metals I am being over exposed to systemically. In the meantime she recommended I try chlorella, a natural heavy metal detox. I have been taking the chlorella for three weeks and it seems to be controlling the rash. Before being implanted with essure, I had no history of medical problems, only visiting my doctors annually for well checkups. This brings me full cycle in my story that as of today, (B)(6) 2013, I am five months post-op and am still 99% symptom free. Although the majority of the physical symptoms have diminished, I still battle with the mental and emotional effects that essure has had on not only me but my loved ones. Event abated after use stopped or dose reduced: yes.